Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed when the harvesting cannula was inserted into the leg. The procedure was converted to an open leg technique to retrieve the vein. No additional patient complications were reported. The hospital also returned the short port. Per failure analysis the balloon is severely asymmetrically shaped with latex balloon material torn under silicone outer coating. This is a reportable malfunction.